Manufacturer narrative:
The surgeon reports there is no long term impact to the patient. The specific injector information was not retained by the surgeon. It is unknown which injector was used during this procedure. The manufacturing records for the lens were reviewed and indicate all tests passed successfully. Further investigation of the injector is not possible.

Event description:
The doctor states the problem was due to the injector. When the surgeon advanced the lens, there was a significant amount of pressure. When the optic entered into the eye, the trailing haptic was severed in half. The surgeon proceeded to remove the lens and implant another lens.